Event description:
Customer was found unconscious and the paramedics were called. The emergency medical tech received a reading of 16mg/dl. The customer's device read 89mg/dl. An IV of sugar water was given along with orange juice. The customer took their normal dose of insulin at breakfast. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.